Event description:
It was reported that there was a bloody tined lead. After lead positioning blood came out of lead end (proximal end of the lead). The lead was explanted and replaced. With the replacement lead there was the same issue as before. Because the bleeding stopped, the physician decided to keep the lead implanted. Impedance measurement after connection to extension/ipg and incision-closure showed normal impedances. There were no patient symptoms associated with the event. The patient status at the time of the reporting was alive ¿ no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# 0207511357, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# 0207511359, implanted: (B)(6)2013, product type: lead. (B)(4).